Event description:
The packaging of a prodigy 19.5 sm stem was broken down on both layers and there was a dusty material on the stem. Surgeon decided to open a 19.5 large, as he thought he could move up a broach size. The packaging on the 19.5 large stem was also found to not be intact. The plastic was smashed, and there was a dusty material present. Both implants came from expresscare kit (B) (4). This caused a surgical delay of approx 25 mins.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.